Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: 2005-(B)(6), explanted: unk. Final analysis of the device revelaed motor corrosion and gear train anomaly with significant residue. Motor stall recovery was noted in the pump logs. (B)(4).

Event description:
It was reported that the pump was replaced due to an indicated eol (end of life) in (B)(6) 2012. It was added that the pump had stalled sometime last (B)(6), around (B)(6). A dye study was performed that concluded the catheter to be patent; rotor study was not done. Patient sustained no injury, recovered without sequel. Drug delivered via the device was dilaudid.